Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) canada alleging that her onetouch ultrasmart meter would not power on. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained following a review of the call. The patient claimed that for the previous 2-3 months, the meter would not power on when a test strip was inserted. The patient manages her diabetes with insulin (no adjustments). She reported that after the issue occurred, she increased her dose of medication. She reported that about 30 minutes after the issue occurred, she developed symptoms of "headaches, blurred vision, dizziness, sweats, thirst and hunger". She indicated that she self-treated her symptoms with "2 tablets of dex4". At the time of troubleshooting, the csr noted that the meter was not being used for the first time. Based on the information provided, there was no misuse of the meter. The csr noted that the patient had been using the correct test strips; however, she did not have the subject test strips available to insert into the meter. The csr walked the patient through inserting a new test strip per owner's manual and the meter turned on when this test strip was inserted. The meter also turned on when the power button was pressed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of hypoglycemia after the alleged power issue began.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.